Event description:
A report was received that the pt has been experiencing charging difficulties following a non-device related surgery. The pt has lost weight and her ipg may have flipped in the pocket. The pt will undergo a pocket revision procedure. A date for the procedure has not been set.